Event description:
It was reported that the ventilator generated a technical error code indicating ventilation stopped. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported technical error alarm has been finalized. Our fse visited the hospital, performed functional test and pre-use check without any deviations noted. Fse replaced two pc boards in a preventive purpose, as per recommendation in the product service manual. Investigation of the returned control pc boards did not reproduce the reported problem. The control pc boards were tested in a reference ventilator. Pre-use check succeeded and simulated use testing was performed without any deficiency noted. The evaluation of received device logs confirms a single occurrence of the reported technical error code prior to patient use. If the underlying condition appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
(B)(4).